Manufacturer narrative:
A ge service rep performed an on site investigation. The cable was adjusted during the service call.

Event description:
It was reported that the 9900 system would not boot up. No pt injury was reported.